Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a replacement surgery for the ins. When fitting the new ins to the old leads,the ins was unable to fit properly. When the ins was pulled off a piece of lead wire broke off and was stuck in the ins. Forty-five minutes were spent trying to remove the broken wire. Attempts were partially successful but not enough to use the ins. No other ins was available. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4).